Manufacturer narrative:
The screw had been in place for ten years and the fracture was likely due to fatigue after constant tension. The product was not returned for evaluation and no lot number was provided; therefore no further investigation is possible. Please note that this report is being submitted by sybron implant solutions (B)(4) (the manufacturer) on behalf of sybron implant solutions (the importer) per reporting exemption (B)(4).

Event description:
On (B)(6), 2010, a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured.